Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 303-500 (mg/dl). Customer delivered a bolus to treat bg levels. Reportedly, customer also recently underwent a kidney transplant. System check with tandem technical support indicated pump was performing as intended. Customer reports they will speak with their health care provider regarding the effects of their kidney transplant on their diabetes management.